Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found that the tubing on the upper sheath restrictor had popped off. The fse replaced the tubing on the upper sheath restrictor and valve vl46 that fixed the leak. The upper sheath restrictor and the vl46 share a common line to flow cell. Failure mode: tubing on the upper sheath restrictor popped off. (B)(4).

Event description:
The customer reported to beckman coulter that there was a bloody fluid leak underneath the coulter lh 780 hematology instrument. The volume of the leak was 20 cc and it was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.